Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation conclusions). A getinge field service engineer (fse) checked the device and replaced the executive processor board, front-end board, display assembly and video generator board were replaced. Regular calibration and regular inspections based on the regular inspection record sheet were performed with good results, and the screen display abnormality was resolved. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 12 dec 2025. The failure analysis and testing dept. Received the following parts associated with this complaint: 0160-00-0127, 0670-00-1182, 0670-00-0770, 0670-00-1164. Parts were received with a reported failure of the screen not displaying properly during use. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually and jointly in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure was confirmed for any part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. The most probable root cause is component reliability or pcb reliability or excessive stress or fatigue.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: e1 (event site telephone) a getinge field service engineer (fse) checked the device and replaced the executive processor board, front-end board, display assembly and video generator board were replaced. Regular calibration and regular inspections based on the regular inspection record sheet were performed with good results, and the screen display abnormality was resolved.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) display screen did not display properly. There was no health damage reported.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of investigation.